Event description:
It was reported the programmer was located at an account that recently experienced a flood from a broken water pipe. The programmer sustained significant contact with water and has not been turned on or attempted to be turned on since the flood. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found no signs of corrosion found inside of the programmer. Analysis found the stylus is damaged; able to select using the broken stylus but need to be careful because only a thin wire is exposed. System fan is noisy. Printer drawer is missing paper guide and paper drawer is broken. It is noted the programmer passed functional testing. (B)(4).